Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the full height drawer failed and was unable to be recovered. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the full height drawer failed and was unable to be recovered. A field service engineer found that the main enhanced full height drawer 6 had failed due to user error. After recovery, it failed again immediately. The pyxis system was shut down, and the drawer was inspected. The drawer sensor had become unmounted, so the sensor was reseated and the old-style inseparable replaced. The system functioned as intended after the field service engineer repaired the device.